Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device displayed a backup alarm failure. The device was in use at the time of the event. The device was replaced with a different v60 ventilator. There was no delay in therapy and no medical intervention was required. No patient or user harm reported. It was reported by the hospital chief clinical engineer that a "check vent: backup alarm failed" alarm occurred during use on a patient on the previous day, the device was replaced the with another v60. The device kept operating when the alarm occurred. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and the reported phenomenon was not duplicated by a check performed however the occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. It was determined that the central processing unit (cpu) board will need replacement. The repair is still pending approval from the customer.

Manufacturer narrative:
H10: the customer has not approved the repair, therefore no repairs were conducted on the ventilator in this case. No device or component was returned for failure investigation, therefore no component level root cause was established in this case. Review of the event log in this case confirmed the reported device malfunction. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
H10: the central processing unit (cpu) board replacement was completed. The device was cleaned and functional testing was completed. The device passed testing and was cleared for use. No component has been received for failure investigation. The complaint investigation will be processed for closure. If at a later date a component is received and failure investigation is completed the investigation will be reopened and a supplementary report will be submitted.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba board into a pil ventilator to duplicate the reported issue. The pil confirmed diagnostic code 1104 was logged once, however was unable to reproduce the problem. The backup alarm sounded during testing.